Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10 additional info: e1 ( event site postal code: 1030) it was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of iabp no longer switches to the ac power supply. The patient involvement is unknown. Cardiosave iabp no longer switches to the ac power supply after switching from transport mode (emergency) to hospital mode (hybrid). The configuration symbol changes to hybrid, but the batteries are not charged and the pump continues to operate on battery power. The led for ac voltage lights up, but the one for battery charging does not. Unfortunately, disconnecting and reconnecting the transport unit to the trolley several times does not solve the problem, nor does switching to several different sockets. The pump was not on the patient, but in training mode. Therefore, there was no danger to a potential patient. It was definitely user error, the device had no problem. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not done

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, after dismantling the transport mode to the hospital mode the cardiosave intra-aortic balloon pump (iabp) no longer switches to ac power supply. The configuration icon changes to hybrid, but the batteries are not charged and the pump continues to operate in battery mode. Led for ac voltage lights up, but the one for battery charge does not. Unfortunately, repeatedly disconnecting and reconnecting the transport unit to the trolley does not solve the problem, nor does switching to several different sockets. The pump was not on the patient, but in training. Therefore, there was no danger to any potential patient.